Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Investigation: through visual inspection of the equipment, natural signs of use were observed. Based on the equipment usage history, we analyzed the usage history of june 17, 2024. The user programmed a flow rate of 250 ml/h to be infused over a period of 5 hours and did not program any parameter for volume. The infusion started at 11:44:39 and was completed at 12:44:37, showing a total infused volume of 242.2 ml, which is consistent with the programming and actions performed by the user. It was not possible to elucidate any infusion time error through the usage history. The equipment was subjected to a functional performance test to verify possible infusion errors using the same programming used in the adverse event. The functional test result showed that the equipment is functioning correctly and precisely, and therefore, the complaint could not be confirmed.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by b. Braun global affiliate: "patient admitted for immunoglobulin, total bag volume 250ml. Medication administered at 10:55 am, according to time 50ml/h (total time 5h), programming carried out through the nursing and witnessed by the nurse. At around 12:15 p.m., patient, nursing request, as the pump is alarming. Upon arrival, no room, it was found that the medicine bag was empty, however, the the programming on the display was 50ml/h. Patient well, no complaints. Ssvv verified, resulting. The doctor called, evaluated the patient and advised to keep the patient under observation for 1 hour and recommended perform creatinine collection on 06/18."